Event description:
Ecri, FDA/maude data base reporting what: tubing defect. Eight reports of backflow of secondary medication infusion into primary solution using pump tubing for bbraun infusomat IV pump during secondary medication administration. Tubing, 3-port infusomat care primary, reference # (B)(4), lot # 0061969681, lot # 0061967799. Tubing, 3-port infusomat, with filter, manufacture reference # (B)(4), tubing, 4-port infusomat care, manufacturer reference # (B)(4). Timeframe of defect reports: february 6th through march 17th, 2025, initial reports of tubing defects related to backflow started may 2024. June 2024, bbraun issued safety notice, instructing customers to clamp primary. Organizational risk mitigation: 1. Tubing and packaging reported and sequestered for bbraun analysis. 2. Organization requiring manual pump programming and clamping primary infusion during secondary medication administration. Reference reports: #mw5168686, #mw5168687, #mw5168688.